Event description:
It was reported that the customer went to the emergency room (ER) and was subsequently hospitalized in the intensive care unit with a blood glucose (bg) level of over 400 mg/dl with ketones of an unspecified size on (B)(6) 2026. Cause was not known. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg and changed the pump supplies. Customer was discharged on (B)(6) 2026 however the issue continued and the customer was readmitted to the ER and subsequently hospitalized again on (B)(6) 2026 with a bg level was displayed as ¿high¿; however, a specific value was not provided and high ketones. Customer was again treated with intravenous fluids of saline and insulin to address the elevated bg and it was discovered that the customer did not complete the air removal step during the loading process. Tandem technical support educated the customer regarding the loading process. Customer was ultimately discharged on (B)(6) 2026 with the issue resolved and no permanent damage.